Event description:
Baxter (B)(4) received a report that one (1) infusor did not flow after priming and prior to patient use. The device was filled with cytostatics. There was no report of patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.